Event description:
The physician was unable to deploy the stent initially, as the wire exited through a side hole of the stent during the procedure. A new stent was then used, and successful placement was achieved. Additional questions asked, information received on 14nov2025. 1. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The device is stored at room temperature on warehouse shelving, without any direct exposure to sunlight. 2. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Awg2-35-450. 3. Was the wire guide lubricated prior to use? Yes. 4. Was the wire guide inspected for damage prior to use? It was inspected at that time and no damage was found. 5. Was the device at the center of the complaint inspected for damage prior to use? Yes. 6. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? 7. If yes, please indicate the type of procedure performed. Balloon stone extraction. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 9. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Prior to advancing into patient. 1. Had a sphincterotomy been performed prior to this occurrence? No. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olymplus260. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 4. Please indicate the location in the body where the stent device was to be placed. A stricture in the mid portion of the bile duct. 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location? Prior to advancing into patient. 7. Was resistance encountered when advancing the introduction system in place to the target location? Prior to advancing into patient. 8. How did the physician deal with this resistance? Prior to advancing into patient. 9. How did the physician determine the length of the stent to be used for the procedure? Na. 10. Where was the stricture located in the duct? A stricture in the mid portion of the bile duct. 11. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. No. 12. Was resistance encountered when advancing the stent through the obstructed area? Prior to advancing into patient. 13. After placement, was stent position verified? Prior to advancing into patient.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-jan-2026. Received on 14nov2025. 1. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The device is stored at room temperature on warehouse shelving, without any direct exposure to sunlight. 2. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Awg2-35-450. 3. Was the wire guide lubricated prior to use? Yes. 4. Was the wire guide inspected for damage prior to use? It was inspected at that time and no damage was found. 5. Was the device at the center of the complaint inspected for damage prior to use? Yes 6. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? 7. If yes, please indicate the type of procedure performed. Balloon stone extraction 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 9. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Prior to advancing into patient. 1. Had a sphincterotomy been performed prior to this occurrence? No. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olymplus260. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 4. Please indicate the location in the body where the stent device was to be placed. A stricture in the mid portion of the bile duct. 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location? Prior to advancing into patient. 7. Was resistance encountered when advancing the introduction system in place to the target location? Prior to advancing into patient. 8. How did the physician deal with this resistance? Prior to advancing into patient. 9. How did the physician determine the length of the stent to be used for the procedure?na 10. Where was the stricture located in the duct? A stricture in the mid portion of the bile duct. 11. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. No. 12. Was resistance encountered when advancing the stent through the obstructed area? Prior to advancing into patient. 13. After placement, was stent position verified? Prior to advancing into patient. 14. If yes, please describe how.

Manufacturer narrative:
Device evaluation: the zebd-7-7 device of lot number c2275302 involved in this complaint was returned for evaluation. With the information provided, a physical and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 03 dec 2025. The following observations were made in the lab: visual inspection: stent and catheter returned. Pigtail straightener returned on the stent in the correct orientation. Multiple kinks observed: on the 01st and 03rd porthole on the tapered end of the pigtail curl, on the 03rd porthole on the non-tapered end of the pigtail curl. Functional inspection: 0.035 inch wireguide did not pass the kinks. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: ¿ visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to excessive force used. From the additional information received, it is known that the device was inspected prior to use and no damage or abnormalities were noted. It is possible that resistance was encountered when advancing the system to the target location which resulted in the requirement for force to be used. The force applied, may have resulted in the wire guide exiting the side of the stent and the creation of the kinks as seen in the device evaluation. Another possible root cause could be attributed to the patients anatomy/stricture. Patients anatomy or strictures can influence the delivery path and advancement of the wire guide and could possibly increase the likelihood of exiting through the side hole. It should be noted that the additional information provided, stated that this event occurred prior to patient. However as per the complaint form, along with confirmation from the user, this event occurred during use. Confirmation of complaint: the complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reported, the physician was unable to deploy the stent initially, as the wire exited through a side hole of the stent during the procedure. This occurred with 01 x zebd-7-7 device of lot number c2275302. Confirmed quantity of 01 x used device. The device was removed and the procedure was completed with another device. No adverse effects to the patient were reported. Investigation findings conclude that possible root causes could be attributed to the excessive force used or the patients anatomy/stricture.